Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced pain and drainage at the incision sites. There were no contributing factors reported and the patient was hospitalized for IV antibiotics for infection. An explant was to occur but not scheduled yet. Additional information received from a healthcare professional (hcp) indicated that the system was explanted on (B)(6) 2017 due to infection. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.